Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the distal end bent, as part of overall visual revision. The catheter coiled up in a bag. No curve retainer, packaging labels returned. Also, a kink was observed at the proximal shoulder of the third, fourth, and sixth electrodes. There was also a break in the outer shaft coating at the proximal edge of the 7th electrode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that tip part of catheter was kinked. A woven diagnostic electrode catheter was selected for use. After unpacking the device, the tip was noted to be kinked upon insertion inside patient's body. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a break in the outer shaft coating at the proximal edge of the 7th electrode.